Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 300mg/dl. Customer alleged pump was the suspected cause of bg level. Additionally, a malfunction alarm occurred. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally the alleged insulin delivery issue could not be verified.